Manufacturer narrative:
The mvp-7q will not be returned for evaluation as it remains in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp migration during a procedure. It was reported that the patient was undergoing embolization of the splenic artery. The vessel diameter was measured as approximately 7 mm, though the physician reports that the measurement tool used is not accurate. The vessel was reportedly moderately tortuous. During the procedure, an mvp-7q was placed and immediately released from the pushwire. After release, the mvp migrated into a pole of the spleen. The physician reports that this migration was not an issue since there was a bleed from that area as well. There were no reports of patient injury in association with this event.